Event description:
A quality control sample with a digoxin range of 0.98 - 1.73 ng/ml was measured s 0.3 ng/ml. Pt samples reported as 0.7, 0.9, <0.4 and 0.8 ng/ml were 1.5, 1.2, 0.9 and 1.8 ng/ml upon repeat analysis. The cause is under investigation. There was no change in pt treatment as a result of this occurrence.